Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
Limited information provided. It was reported the physician performed a sentera breast biopsy procedure on (B)(6) 2017 and experienced "difficulty removing sertera needle form patient's breast during biopsy. [The device] did not seem to cut tissue completely". The procedure was not completed. The type of patient injury is unknown. We have been unable to obtain additional information surrounding this event.